Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: the procedures were a mix of roux en y, traditional duodenal switch, and modified duodenal switch. Detailed description of event: complaint 1 of 6: #2022-000332 - cb040 lot # unknown, complaint 2 of 6: #2022-000333 - cb040 lot # unknown, complaint 3 of 6: #2022-000334 - cb040 lot # unknown, complaint 4 of 6: #2022-000335 - cb040 lot # unknown, complaint 5 of 6: #2022-000336 - cb040 lot # unknown, and complaint 6 of 6: #2022-000337 - cb040 lot # unknown. 6 ea. Units of cb040 blade tips did not cut during use in procedure. User complains of tissue snagging at the blade tips instead of cutting. No patient injury occurred. Additional information received via email on 07feb2022 from [name], applied medical account manager: "I don't have an exact number of problem scissors, but 6 have been mentioned as having been replaced during a case." Additional information received via email on 24feb2022 from [name], applied medical account manager: the lot number of the devices are unknown. No specific dates are known, but the surgeon experienced the issue multiple times in the 2-3 weeks prior to the complaint being submitted. The procedures were a mix of roux en y, traditional duodenal switch, and modified duodenal switch. The surgeon opened another scissor and continued with the case each time. Products are not available for return. Patient status: no patient injury occurred. Type of intervention: the surgeon opened another scissor and continued with the case each time.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: the procedures were a mix of roux en y, traditional duodenal switch, and modified duodenal switch. Detailed description of event: complaint 1 of 6: #2022-000332 - MFR 2027111-2022-00434, complaint 2 of 6: #2022-000333 - MFR 2027111-2022-00423, complaint 3 of 6: #2022-000334 - MFR 2027111-2022-00424, complaint 4 of 6: #2022-000335 - MFR 2027111-2022-00425, complaint 5 of 6: #2022-000336 - MFR 2027111-2022-00427, complaint 6 of 6: #2022-000337 - MFR 2027111-2022-00428. 6 ea. Units of cb040 blade tips did not cut during use in procedure. User complains of tissue snagging at the blade tips instead of cutting. No patient injury occurred. Additional information received via email on 07feb2022 from [name], applied medical account manager: "I don't have an exact number of problem scissors, but 6 have been mentioned as having been replaced during a case." Additional information received via email on 24feb2022 from [name], applied medical account manager: the lot number of the devices are unknown. No specific dates are known, but the surgeon experienced the issue multiple times in the 2-3 weeks prior to the complaint being submitted. The procedures were a mix of roux en y, traditional duodenal switch, and modified duodenal switch. The surgeon opened another scissor and continued with the case each time. Products are not available for return. Patient status: no patient injury occurred. Type of intervention: the surgeon opened another scissor and continued with the case each time.